Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance. An x-ray was performed and revealed no anomalies. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.

Event description:
Additional information received indicates the pacing impedance had increased further, and that sensing and capture thresholds were slightly elevated. No changes or intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates the lead was capped and replaced (B)(6) 2024. The patient was in stable condition.